Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-24058, related manufacturer reference number: 1627487-2020-24059, related manufacturer reference number: 1627487-2020-31405. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 5-16. Attempts to reprogram were unsuccessful. X-rays showed that the both leads had migrated out of the epidural space. Both leads, and extensions were pulled back to the ipg site and were all in a large knot. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the leads and extensions were explanted and replaced. Effective therapy was restored post operatively.